Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and genital haemorrhage ("general abnormal bleeding"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced depression ("psych injury / depression"), fatigue ("fatigue"), alopecia ("hair loss") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and fibromyalgia ("fibromyalgia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation in (B)(6) 2010). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction, metrorrhagia, iron deficiency anaemia, vaginal infection, vaginal discharge, blood disorder, cardiac disorder, depression, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, tooth disorder, gastrointestinal disorder, alopecia, hormone level abnormal, headache, migraine, nausea, visual impairment, weight increased, anxiety and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed. Patient received treatment for- bleeding, psych injury, bladder/urinary problems as discrepancy noted in insertion date: (B)(6) 2008 and (B)(6) 2010. She underwent transient procedure but not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2010: total bilateral occlusion. Imaging procedure in 2008: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: case became serious incident. Events: ablation, abnormal bleeding (vaginal), depression and anxiety, fibromyalgia, migraines were added. Reporters and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.